Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to recurrent dislocations of the head from the liner. As the surgeon wanted to change the position of the shell, the shell head and liner were revised to a shell with 3 screws, 44f insert, and biolox head with adapter sleeve. The revision usage sheet was provided and the rep confirmed that no further information will be released by the hospital and surgeon.

Manufacturer narrative:
Corrected data: it was discovered that the selection for b2 was inadvertently missed during the submission of the initial report. B2 has been updated with the appropriate information. Reported event: an event regarding dislocation involving unknown shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that patient's left hip was revised due to recurrent dislocations. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to recurrent dislocations of the head from the liner. As the surgeon wanted to change the position of the shell, the shell head and liner were revised to a shell with 3 screws, 44f insert, and biolox head with adapter sleeve. The revision usage sheet was provided and the rep confirmed that no further information will be released by the hospital and surgeon.